Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an 'er4' message. Per the onetouch ultra2 owner's booklet, an error 4 message can be due to the following: 'testing outside the operating temperature range, improperly applied sample and /or a test strip issue'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time 'three months ago'. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise and took his usual, daily dose of medication, 500mg of metformin twice a day, in response to the reported issue. The patient stated that he developed symptoms of 'feeling cold and shaky the same time that the alleged product issue began'. The cca was informed by the patient that he visited his doctor about 'two months ago' and that on (B)(6) 2011, he tested his blood sugar level on an unknown device obtained a reading of '120mg/dl'. After troubleshooting, the cca noted that the alleged issue remains unresolved due to the subject meter displaying a low battery message. Replacement products were sent to the patient. Although the patient did not receive medical treatment after the alleged issue occurred, this complaint is being reported because he developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.